Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to abnormal ion level is considered to be under the scope of this recall.

Event description:
It was reported that the patient has pain, trouble sleeping and laying on left side. Additional information received from legal: plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. Its further alleged that the plaintiff had the left hip stem at issue explanted on (B)(6) 2020, due to elevated levels of cobalt and chromium in bloodwork.